Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. No product was returned and no functional tests or inspections could be performed. For these reasons, the complaint could not be verified. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This follow-up report is being submitted to relay additional information.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. The contra angle screwdriver was returned for evaluation with a contra angle blade stuck inside the collet. The driver was functionally tested by rotating the knob in both the clockwise and counterclockwise directions. It was found that the driver was sticking and difficult to rotate in both directions. The driver was disassembled for further inspection and it was found that the internal gears were stripped and metal shavings fell out during disassembly. Functional testing was also done by pressing the slide lock and attempting to remove the blade from the collet. The blade could not be removed by hand, therefore the complaint is confirmed. The cover was removed form the head assembly for further inspection. Some deformation was found on the corner of the d-shaped insert in the driver collet. DHR was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to the gears stripping, likely resulting from torque being applied in excess of what is required to fixate the screw. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2019-00109-2, 0001032347-2019-00111-2, 0001032347-2019-00293, 0001032347-2019-00294, 0001032347-2019-00295, and 0001032347-2019-00296.

Manufacturer narrative:
(B)(4). Concomitant medical products: biomet microfixation traumaone system contra angle cross drive blade, catalog #: sp-2379, lot #: ni. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event; please see associated reports: 0001032347-2019-00109 and 0001032347-2019-00111.

Event description:
It was reported there is a blade stuck in the driver. This was noted during inventory inspection. There was no patient involvement.